Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. During the evaluation it was found that the nozzle had foreign objects. Additional findings were as follows: on the water detection sticker 1c, dots are smudged and connected, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, the adhesive on a-rubber has white-clouded area, the control unit has discoloration, the air/water cylinder has corrosion, the switch1, the switch2 had a scratch, and the connecting tube has a dent. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. It was unknown if there was any time lag between the end of clinical use and the start of pre-washing. Pre-cleaning: it is unknown if the facility flushed the air/water nozzle with water and air. It is unknown if the facility presoaked the endoscope in the detergent solution. It is unknown if the facility flushed the air/water nozzle / channel with the detergent solution. Brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges. The facility noted that there were no abnormalities on the accessories used for reprocessing. Facility did not note any comments or concerns regarding reprocessing. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a defective air and water supply. The reported issue occurred during the diagnostic procedure. The intended procedure was completed with the same equipment. Although the time is unknown, the time was increased due to the slow air and water supply. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.